Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd precisionglide¿ needle malfunctioned as ¿product broke easily in the insertion part of hub (white part of needle). The rupture occurred in the moment the needle was being attached to the syringe. The needle does not separate from hub.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
By analyzing the sample provided by the customer, it is possible to show the needle hub cracked, confirming the defect in question. The potential causes of the problem were evaluated, as it can be related to the needle jam the extraction system of parts assembled in the assembly machine, causing the needle hub to crack. A device history record review showed the batch was manufacturing during january 29th 2018 to january 30th 2018. According maintenance records of molding toll moij18/moij21 was checked for some adjustment for better performance. No quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.